Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, white particles inner shell. Leak test and microscopic analysis was performed which identified: sharp opening on patch/ shell bold edge. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch/ shell bold edge assessed as an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.